Manufacturer narrative:
Based on the claim against the product by the customer noting the clip applier would not engage the clip, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large clip applier was analyzed and reported failure was neither replicated nor confirmed. The instrument was placed and driven on an in-house system which passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly and passed clip test. The instrument was fully functional. No product issue was identified. Additional observation not reported by site: the instrument was found to have multiple input disks cracked. Hairline cracks were found on grip input shaft #6 & #7. The complaint regarding clip application failure was not confirmed by failure analysis.

Manufacturer narrative:
Based on the claim against the product by the customer noting the clip applier would not engage the clip, an investigation is in progress to determine the cause of this reported event. Isi has received the product involved with this complaint; however, failure analysis has not completed their investigation. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem o lok clip applier would not engage the clip. The procedure was completed with no reported injury. Intuitive surgical inc.(isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.